Event description:
The customer reported the left monitor froze upon boot up of the 6800 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The foot switch plug was moved to the correct connector. The system was tested and operates as intended.